Event description:
A malfunction was reported on the customer's pump. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the exact value being displayed as "high." To address the elevated blood glucose, the customer administered a correction injection via multiple daily injections (mdi). Technical support provided guidance to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again.